Manufacturer narrative:
E1: initial reporter facility name: (B)(6). H3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was not conducted as there was no lot number provided.

Event description:
It was reported that the cassette from the patient¿s last order leaked medication. The patient began therapy with remodulin (treprostinil sodium, concentration 10.0 mg/ml) delivered via a self-filled pump. The current dose was reported as 0.082 g/kg, self-filled with 3 ml per cassette at a pump rate of 38 mcl/hour, continuous via subcutaneous (sq) route. There was patient involvement and unknown signs or symptoms experienced.